Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not respond to surgeon. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event/instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. For clarification, the customer complaint was "instrument would not respond to surgeon". Fa found the instrument to be fully functional.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Isi followed up to obtain additional information. Customer had no further information beyond "not working". The probable root cause cannot be determined based on the information provided.